Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid and there was fluid under the display and in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.